Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient stated as of (B)(6) 2021, they had been experiencing a lot of rectal pressure. They felt it when they sat in their chair with a pillow, but did not feel any pressure when they were at their coffee table, standing or lying on their left side. They stated it felt like they needed to have a bowel movement, but they did not need to go, and inquired why this was. They had called their doctor, and they said to lower it from 2.2 volts to 1.5 volts on program 1. The patient took it down to 1.6 volts, but were still experiencing this. They stated the doctor told them to call the manufacturer. Their therapy was 98% effective. They stated they used to get up every 1.5 hours at night before the therapy, and now it was every 4 hours. They also mentioned they were not really feeling the tingling like they initially did. They stated they were on a lot of morphine initially, and it took a day before everything got out of their system. Options to continue to decrease "while in the position," or change programs were reviewed. They were showed how to switch programs, and it was recommended they follow up with their doctor. The patient stated they had been told to call the manufacturer, and then to call the doctor so much that they were frustrated and wanted to rip this out. The role of the manufacturer help line versus their doctor was reviewed, and they were redirected to their doctor to discuss a possible program changes or if the issue persisted. Additional information was received from the patient. They reported that the manufacturer representative was excellent in suggesting what the problem was. When asked to clarify if the tingling was meant to represent stimulation sensation, they replied, "yes." The cause of the loss of the tingling sensation was reportedly determined. When asked what most likely caused or contributed to the issue, they responded, "seeing as how the electrode was in the sacral nerve, the setting was too high." When asked what steps were or would be taken to resolve the issue, they stated they called the manufacturer, who suggested a different program and settings. The issue was reportedly resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the tingling sensation that was mentioned was mean to represent stimulation sensation. The cause of the loss of the tingling sensation was determined to be that the increments were set too high. The increments were increased every 2 weeks and the issue was resolved.

Event description:
Additional information was received from the patient. They reported that they experienced extreme rectal pressure once the program was changed, they lowered the setting and it was better. Patient stated there was no lead migration or issues with lead placement. Patient stated the cause of the issues were settings to high and needing to change programs. The issue was noted as being resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.